Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department. An interrogation of the device was done and it was observed that there was occasional p-wave undersensing of the atrial lead during arrhythmia and that the patient was possibly shocked for rvr (rapid ventricular response). The device was explanted and replaced six days later and the atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.